Event description:
A baxter service technician reported finding a flo-gard infusion pump with a low battery alarm occurring during step 9.15.4 of the battery operation test and interrupting delivery . This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The condition of low battery alarm was confirmed through evaluation and was found to be due to depleted main battery. The main battery was replaced to correct the condition. A follow-up report will be submitted if additional information becomes available. (B)(4).